Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient faced an event of occlusion and was alerted by insulin flow blocked alarm. The alarm was received during therapy. Patient was explained that alarm was caused by possible set or reservoir connection issue. Patient was advised to change infusion set and reservoir. No further information available.